Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("major pain during menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache ("very intense headaches") and blood pressure increased ("high blood pressure"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), auditory disorder ("need to ask people to repeat things"), menorrhagia ("hemorrhagic periods") and depression ("depression") with loss of libido, asthenia and fatigue. The patient was treated with surgery (subtotal hysterectomy). Essure was removed. At the time of the report, the dysmenorrhoea, headache, blood pressure increased, auditory disorder, menorrhagia and depression outcome was unknown. The reporter provided no causality assessment for auditory disorder, blood pressure increased, depression, dysmenorrhoea, headache and menorrhagia with essure. The reporter commented: she stayed five weeks in sick leave. Further company follow-up with the regulatory authority is not possible. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented major pain during menstruation (seen as dysmenorrhea). A subtotal hysterectomy was performed. The reported event is serious due to medical importance and anticipated in the reference safety information for essure. Considering that in this case consumer presented the event after insertion and that essure therapy may cause dysmenorrhoea a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 25-apr-2017. The most recent information was received on 06-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("major pain during menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache ("very intense headaches") and hypertension ("high blood pressure"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), auditory disorder ("need to ask people to repeat things"), menorrhagia ("hemorrhagic periods") and depression ("depression") with loss of libido, asthenia and fatigue. The patient was treated with surgery (subtotal hysterectomy). Essure was removed. At the time of the report, the dysmenorrhoea, headache, hypertension, auditory disorder, menorrhagia and depression outcome was unknown. The reporter provided no causality assessment for auditory disorder, depression, dysmenorrhoea, headache, hypertension and menorrhagia with essure. The reporter commented: she stayed five weeks in sick leave. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jun-2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 116 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.